Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6) a review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t devices was found to be contaminated with some kind of mycobacterium. In addition the customer reported that biofilm could be found in the device. There is no known patient involvement.

Manufacturer narrative:
In the former report it is stated " in addition the customer reported that biofilm could be found in the device." This need to be corrected, since the statement of the customer was that biofilm could be found in the tubes.

Event description:
See initial report.